Event description:
It was reported to boston scientific corporation that at the 105th annual meeting of the japanese society for gastrointestinal endoscopy (jges) a retrospective review of 35 cases and 47 procedures (26 males and 9 females, median age 68 (22-86) years) using oral pancreatoscope (pops) from (B)(6) 2017 to (B)(6) 2022 was performed to determine pancreatic stone treatment outcomes and associated factors. The spyscope ds ii was used for these procedures. The review found eight cases of pancreatitis, two cases of cholangitis, one case of perforation, and one case of hemorrhage. Twelve cases were found to have an incidental complication and one case resulted in emergency surgery.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2023 as no event date was reported. Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (patient codes): imdrf patient code (B)(6) captures the reportable event of pancreatitis. Imdrf patient code (B)(6) captures the reportable event of cholangitis. Imdrf patient code (B)(6) captures the reportable event of perforation. Imdrf patient code (B)(6) captures the reportable event of hemorrhage. Imdrf impact code (B)(6) captures the reportable event of serious injury.